Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch w (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a hemostatic clipping after a polypectomy procedure performed on (B)(6)2009. Patient's weight was not provided. According to the complainant, during the procedure, the clip failed to open. It was noted the clip could be released. There has been no report of complications or injury to the patient due to this event. Post procedure, the patient's status was okay.